Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Which is off-label usage of the device on (B)(6) 2025. The patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the abdomen. The patient uses tandem tslim in modified closed loop. The patient had weakness. On (B)(6) 2025, the patient's wife checked the t-connect app and looked at his glucose levels and it is 190mg/dl. His wife thought that he was having a stroke or something, so she called paramedics. The paramedics saw that he was diabetic and did a fingerstick and got a value of 30mg/dl. The paramedics give him glucose through IV to bring his glucose up. The patient regained coherence. He was given a peanut butter sandwich as well. When the paramedics left, the patient did a finger stick, and it was reading 186 mg/dl, while the cgm was at 316 mg/dl. At the time of the report, the patient was fine and stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the paramedic being called. The reported glucose values fall within the b zone of the parkes error grid after paramedic left. No additional patient or event information is available.